Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 6.0mm x 100mm, 80cm was selected for upper limb angioplasty of the basilic vein. During the procedure, while inside the patient the balloon ruptured while inflating to 10 atm. The procedure was able to be completed successfully using another ranger device without sequela.

Manufacturer narrative:
Initial reporter name and address: initial reporter address 1: (B)(6).